Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator reports that the pt was admitted for lactate dehydrogenase (ldh) of 1500 and plasma free hg 40. Positive blood was also noted in urine. The pt has a history of embolic stroke and recently failed aspirin and persantine trials and thus has only been on coumadin. The pt's goal range post stroke was increased but has had an increase in plasma free hg and ldh for the past 2 weeks. Powers are not consistently elevated but pi low, has new high blood pressure and very pulsatile. Additional info received confirmed that a pump exchange from one lvad to another lvad was performed 5 days later.

Manufacturer narrative:
The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.